Event description:
During cryoablation of a left renal tumor, the 2.4 cyroablation probe malfunctioned at the end of active cooling. Ice/shaft frosting was noticed on the portion of the needle that was outside the patient at the skin surface resulting in possible frozen subcutaneous tissue. The procedure was terminated and active rewarming was performed by the physician and the needle was removed. Intra procedure and follow up images were obtained and the patient left the cath lab in stable condition. There is no known injury to the patient.